Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6). H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a cranial resection procedure. It was reported that there were registration issues. While attempting to register a patient via three-point touch/trace, the system displayed the three touch points in unexpected locations. The first point would show up randomly on the face, the second point would show up high on the forehead, and the third would show up below the left eye. Ultimately, the surgeon decided to switch to the trace-only method and was able to move forward. There was less than an hour delay to the procedure and no impact to the patient¿s outcome.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The archive had 2 computed tomography (CT) and 3 magnetic resonance imaging (mr) exams, out of which only 2 mrs were optimal for navigation. One mr which was optimal for navigation was the only exam used for the procedure. 3d model quality was not very good and lot of artifacts due to loose skin of the patient. Two trace registrations were available with error metric of 2.6mm and 4.4mm. Less than 200 points were collected in each of these registrations. Either registration pattern was not initiated from nose and shifted after the tracing. The archive did not include any three point touch or landmarks added. The patient seemed old as available from archive data. For elderly patients, due to loose skin, soft tissue mobility and deformation, there could be shift in the points touched on the anatomy vs point position on the image. One session log was available. Log analysis was in-line with the archive analysis and additionally indicate that auto refining of 3d model was not done. It also captured that the user initially tried three point init registration. It was not evident from the log/archive analysis how/where the touch points were shifted or not properly placed. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.